Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the right femoral approach was used by puncture. After the procedure, damage to the blood vessel at the approach site was confirmed. Hemostasis was attempted by cutdown but the damage was severe and the vessel was replaced with an artificial vessel. The patient stated that they had felt the blood vessel damage when the closure device was performed. Additional information was received that the access vessel was the right common iliac artery with a minimum diameter of 7.05 mm x 7.51 mm. It was noted that the injury most likely occurred during the pre-close with the closure device. Per the physician, the delivery catheter system likely did not cause or contribute to the injury. Additionally, the patient¿s blood vessels were brittle due to a history of dialysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the right femoral approach was used by puncture. After the procedure, damage to the blood vessel at the approach site was confirmed. Hemostasis was attempted by cutdown but the damage was severe and the vessel was replaced with an artificial vessel. The patient stated that they had felt the blood vessel damage when the closure device was performed.